Event description:
8/7/95 left colectomy with low anterior resection. 8/18/95 return to surgery to drain abscess due to an anastomotic leak. Anastomosis checked with saline and air at time of surgery 8/7/95, no extravasation at that time.